Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Physician called alleging false negative hcg on urine and serum with cardinal combo device, quant was <5 miu/ml and 6 miu/ml - clinically, there was an ectopic pregnancy at 7 weeks. A (B)(6) patient came to the ER with pelvic pain and active bleeding. The ER tested her urine with the cardinal hcg combo test (20/10). Test was negative. Serum quant was done on beckman instrument with a result of <5 miu/ml(neg). Doctor started surgery to remove a 5cm mass from her abdomen - she was bleeding into her abdomen. In the process, the physician noticed what appeared as an ectopic pregnancy. They repeated a serum qualitative test - neg. Did another quant intraoperatively, and it came back 6 miu/ml. Based on lmp, the ectopic pregnancy would have been at 7 weeks, at that point. Doctor removed tube and doctor stated the patient is "currently fine and still fertile". No additional patient information provided. No additional information available.

Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine control, 10 miu/ml serum cutoff control and 3 high level of hcg urine controls; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The customer reported that the patient had a serum concentration of 5-6 miu/ml. This is under product cutoff level hcg 10 miu/ml. No problem found. According to pi, "false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested." Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.